Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. There was no patient sample available for investigation. The customer stated the quality control results were within range on the day of the event. The quality control data and calibration data were requested but not provided. A general reagent issue was not found. Per the package insert, only a 1:10 dilution is recommended.

Event description:
The customer alleged they received questionable cortisol results for one patient on their e601 analyzer. The customer stated they were seeing non-linear dilution behavior. The patient was undergoing crh testing when the cortisol was measured. The patient's initial sample was tested and the result was "63 over" ug/dl. The sample was manually diluted 1:2 and the result was 98.13 ug/dl. The sample was manually diluted 1:4 and the result was 48.4 ug/dl. The sample was manually diluted 1:5 and the result was 44.55 ug/dl. The sample was manually diluted 1:10 and the result was 33.2 ug/dl. The sample was manually diluted 1:20 and the result was 33.2 ug/dl. The patient had a second sample drawn. The sample was initially automatically diluted 1:2 and the result was 65.73 ug/dl. The sample was automatically diluted 1:10 and the result was 29.83 ug/dl. The customer would not provide information on what results were reported outside the laboratory. The patient was not adversely affected by this event. The cortisol reagent lot number and expiration date were not provided.

Manufacturer narrative:
The customer provided additional information. All of the diluted and undiluted results were reported to the physicians and the physicians accepted the results. The patient was suspected of being hypothyroid.